Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer had long acting insulin as alternate insulin therapy method.